Manufacturer narrative:
Calibration data was acceptable. Quality control recovery was not ok. The customer did not use the required rack adapters for 13 mm. Diameter tubes. Based on the available data, a general instrument or reagent problem could be identified. The cause of event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable low elecsys cea assay results for three patients from a cobas 6000 e 601 module. The initial results were reported outside the laboratory. The physician questioned the initial results, and the customer performed repeat testing for confirmation. Patient 1¿s initial cea result was 2.1 with no units provided. The first repeat result was 433.6 with no units provided, and the second repeat result was 425.0 with no units provided. Patient 2¿s initial cea result was 3.25 with no units provided, and the repeat result was 1070 with a data flag and no units provided. Patient 3¿s initial cea result was 0.200 with a data flag and no units provided. The first repeat result was 7.05 with no units provided, and the second repeat result was 7.16 with no units provided. Cea reagent lot number used for patient testing was 416226 with an expiration date of 31-oct-2020.